Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received with multiple insulin pump error. The blood glucose was 215 mg/dl at the time of the incident. Customer stated that, the blood glucose is getting up around the 200s mg/dl. Customer also get a blank screen and then reset itself. Customer assisted to performing a self-test and was failed. Error table indicates the pump should be replaced. Alarm did not occur during the rewind and prime sequence. Customer advised the pump will need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Rf pic failed selftest alarm during self test, problem isolated to radio frequency board. Insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No blank display noted. Unable to perform meter test due to rf pic failed selftest alarm.